Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event would not be returned to masimo for evaluation. If new information is obtained, a follow up report will be submitted.

Event description:
The customer reported periodic drop outs of spo2 in newborn resuscitation of labor & delivery areas. The customer also indicated low pulse rate in the first few minutes of life as well as adhesion issues with the product. No consequences or impact to patient were reported.